Manufacturer narrative:
Continuation of concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller stated she was having trouble synching and connected with patient¿s implant. Caller had patient programmer (pp) with her but did not have the patient with her at the time of the call. Caller reported she would call back with patient for troubleshooting. No symptoms reported. Additional information was received and poor communication with and without the antenna was reported. After programmer was replaced, additional information was received and it was reported that patient was still getting poor communication with and without the antenna. They had tried to connect both ways ensuring placement against skin at ins location and was using the replacement programmer. No further complications were reported.